Event description:
It was reported that the user inadvertently initiated the fill tubing function while connected to the infusion set and delivered approximately 0.7 units of insulin before contacting support, after which an agent guided the user to exit the screen and resume delivery on the ilet system. Symptoms included hyperglycemia, with a reported blood glucose of 231 mg/dl. Outcomes included no injury, no hospitalization, and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed user error related to operating the fill tubing feature while connected to the infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.